Event description:
On examination and flushing of the line, which has been in place since 2007, the line started to leak. Upon further flushing, the line completely fractured. This type of regime does not involve the application of any type of unreasonable pressure being applied to the line and the patient routinely came on to the ward to have his line cleaned and redressed. A 10ml syringe was always used when checking patency of the line. The line was secured with a statlock and iv3000.

Manufacturer narrative:
The sample was received for evaluation on 14 may 2007 and was sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted.